Event description:
This rv lead implanted in (B)(6) 2014 and still remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stated that this lead exhibited an out of range impedance meauement. Not the daily measurements but the minute ventilation impedance test. Lead trend range was 750-900 phms. Technical services reviewed the available data and the lead impedance was 87 ohms and the lowest permissable value was 150 ohms. No noise/artifact was presented in the photos provided. 5054 lead ring electrode has 36mm^2 surface area which may had been a contributing factor in the lower impedance. The physician was dr. (B)(6) at (B)(6) hospital in new south wales, austaila. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).